Event description:
Consumer called stating they are doubtful of their paradigm link meter accuracy when comparing to their other meter and the way they were feeling. Analysis run on clark error grid using consumer's competitive meter (63, 47) as ref. Point vs. Bd readings of 85, 77 yielded data points in the d zone of the grid - outside acceptable limits.